Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the twelve minutes after the leadless implantable pulse generator (ipg) was implant procedure ended, the patient's blood pressure dropped. The patient was unable to be stabilized and passed away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.